Event description:
A surgeon reported that an intraocular lens was replaced due to unexpected postop refraction. The surgeon replaced the lens with a different diopter. The association between this event and the iol is not known. Additional information has been requested.